Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer before use that the cardiosave intra aortic balloon pump (iabp) had high temperature alarm while device was powering on, there was no patient involvement reported.